Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an unknown liner was reported. The event was confirmed through visual evaluation of the provided photograph. Method & results: device evaluation and results :no product was returned for evaluation however a photograph was provided for review. The photograph shows a recently explanted stem, liner and head. Blood is visible on the explanted components. Damage is visible on side/rim of the liner as well as dark discoloration. The trunnion of the stem appears to be damaged/worn. The head appears unremarkable from the provided photograph. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event of damage was confirmed based on the provided photograph. The exact cause of the event cannot be confirmed as insufficient information was provided. Additional information including operative reports, progress notes, x-rays, device identification details and return of the device are needed to fully investigate the event. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised. Intra-operatively, extreme trunnion wear ("bird beak") and liner wear/ damage caused by the stem were noted. Patient was revised to a 36mm 0° liner and competitor femoral components.